Manufacturer narrative:
It was confirmed that the motor windings were damaged and the components were affected by corrosion. This possibly caused the failures. The affected components were replaced and the driver returned to the account after it passed all final inspection activities.

Event description:
It was reported that the device is not running at full speed and it overheats easily during a procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.